Event description:
It was reported to boston scientific corporation that an unopened percutaneous access set was inspected on (B)(6) 2015. According to the complainant, upon checking the device on its shelf, the sterile packaging of the device was noted to be torn. No procedure was performed. The device was not used on a patient.

Event description:
It was reported to boston scientific corporation that an unopened percutaneous access set was inspected on (B)(6) 2015. According to the complainant, upon checking the device on its shelf, the sterile packaging of the device was noted to be torn. No procedure was performed. The device was not used on a patient.

Manufacturer narrative:
Visual examination of the returned percutaneous access set revealed a 7.4 cm long cut in the tyvek material. During the evaluation, the pouch was opened to expose the drape. Both layers of the drape were found to be cut and the plastic tray underneath was also cut/scored. The damage was noted upon checking the device on its shelf and the cut in the package most likely occurred during shipping/ handling. Therefore, taking into consideration these factors, the probable root cause will be documented as ¿handling damage.¿ a review of the device history record (DHR) was performed; no anomalies were noted.